Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will charge and boot. The receiver log contains no error related to customer complaint. .opened receiver,passed internal visual inspection. Receiver failed audio test on functional test station eq-900302-011. Failed. 'Try it', 'fixed low' test. (No audio was heard.). Audio tone was not heard when tested with receiver communication tool. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.